Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No bolus stopped alarm noted. Hardware low level failures. Alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the bolus was stopped after administering 2 units. The customer performed self test and hardware low level failure alarm was found. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.